Event description:
A malfunction alarm was reported, identified by "malf 12," which caused the customer's blood glucose level to exceed 500 mg/dl, indicated as "high." The customer took corrective action by administering a correction bolus via the pump and did not require third-party assistance. Cts decided to replace the pump with one that has the updated software, confirmed the shipping address, and advised the customer on how to put the pump into storage mode before returning it. There was no interruption in insulin delivery as the customer planned to use mdi as backup therapy.